Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received ten samples from the customer facility for investigation. The samples were evaluated visually and for simulated use. The customer's indicated failure mode for holes in tubing with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #6341586 and no issues were identified. Conclusion: the most likely cause is a burr at the wind heads.

Event description:
It was reported that holes and cracks were found in the tubing of 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter. No injury or medical intervention.